Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative adjusted the fiber optic connection to the system to address the reported events. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the fiber optic connection needing to be reseated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was not marking. Additional information was received indicating the patient had to go to another clinic to have the treatment completed. There was no patient harm.